Event description:
The customer reported that the system had a communications error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.